Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when heating up, the chiller temperature (t4) remained above 9°c on the arctic sun device. It was possible chiller defect. Per review of wo on (B)(6) 2023, it was found that during routine maintenance the device did not cool properly. Per follow up information received via email on (B)(6) 2023, scheduled preventive maintenance found cooling issue.

Event description:
It was reported that when heating up, the chiller temperature (t4) remained above 9°c on the arctic sun device. It was possible chiller defect. Per review of wo on 15feb2023, it was found that during routine maintenance the device did not cool properly. Per follow up information received via email on 15feb2023, scheduled preventive maintenance found cooling issue.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. Device was evaluated onsite and then sent to the depot for further evaluation. During the depot evaluation, it was found that the device performed to specification and there was no cooling issue. The device underwent pm servicing while in for repair. Circulation pump, mixing pump, heater and drain valves were replaced. The device passed the procedure and can be placed back into normal use. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure therefore the DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction: d, h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.